Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to ipg being lopsided inside the patients body. The patient underwent a revision procedure wherein the ipg site was flattened out and the ipg was replaced. The patient was doing well postoperatively. The explanted ipg will not be returned.